Event description:
It was reported that the patient presented to the hospital after hearing a lead integrity alert (lia). The lia was found to be due to the right ventricular lead oversensing noise. A chest x-ray was obtained, strenuous isometrics were done and the patient was put on telemetry with all results normal. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 4076 implantable pacing lead 2012 (B)(6) (B)(4). The lead was not returned to the manufacturer and will not be evaluated.